Manufacturer narrative:
Serial number in the previous report was incorrect. Correct serial number is (B)(4).

Event description:
New information states that the patient presented in clinic as planned on (B)(6) 2019. No changes were made. Left ventricular threshold was stable. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the left ventricular lead was not capturing and one vector had high capture thresholds. Programming changes were made. The patient was stable.